Event description:
It was reported that this right atrial (ra) lead had a lead safety switch due to low pacing impedance out- of-range of less than 200 ohms. Technical services reviewed measurements in both unipolar and bipolar configuration and pacing impedance was low within range. Isometrics showed no changes in measurements but there was myopotential oversensing in unipolar. The patient is not dependent of therapy. The physician decided to reprogram the ra lead to unipolar pace and bipolar sense. This ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).